Manufacturer narrative:
Model number/catalog number: sc-8120-50, serial number: (B)(4), batch/lot number: 182007a/205079a, model/catalog description: artisan surgical ld 50cm 16 contact lead. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient was experiencing inadequate pain relief. The patient underwent an explant procedure. No further information could be obtained.